Manufacturer narrative:
Per the distributor, this is the first time this has happened, and they have used 248 pieces of this product with no other incidents. They referred to it as "a thousand year incident." The manufacturer has not received any other similar complaint for this product (and/or lot). The full device was not returned for evaluation. The portion that was returned has been sent to the manufacturer for evaluation. This portion (the button) showed extensive damage that has been determined to have been caused by handling of the device. The damage was likely caused by excessive force from coming into contact with another surgical instrument, which would have led to the loop breaking. Per the manufacturer, the damage to the button is consistent with user error.

Event description:
During an acl reconstruction procedure, "the loop was broken while pulling the graft through the femoral tunnel". This incident "delayed the surgery by nearly 4 hours." "The patient has been ok."